Manufacturer narrative:
The returned test strips and vial showed no defect. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation of the customer material in comparison to retention material and comparable masterlot test strips did not show abnormalities.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the retention meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 3.2 inr , qc 2: 3.2 inr , qc 3: 3.2 inr . The obtained qc results were in the allowed range. No error messages occurred during the investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 4.3 inr and within 2 or 3 hours the laboratory result was 2.9 inr. The customer therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer was in the hospital for a stomach infection during the time of the discrepant result. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.